Manufacturer narrative:
Corrosion was noted on all pins. The cable was not returned to the user facility; it is not repairable once it has been disassembled.

Event description:
A tps handpiece cord was sent for svc and bias current was experienced during performance testing. No adverse event was associated with the device.